Event description:
It was reported that when the customer was setting up the product during the pre-use check, an air leak alarm went off. No patient injury was reported.

Manufacturer narrative:
Leak test results: leak test inspection was performed on the returned device using equipment manometer ID# (B)(4). (Calibration due date (B)(6) 2022). Results: the device doesn't present leakage. Conclusions: based on the leak test results, the reported nonconformance is not confirmed. Root cause: cannot be confirmed failure mode reported. Action taken: no corrective actions were taken since the investigation did not reveal the failure reported.